Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was determined to be due to the low internal hybrid layer capacitor (hlc) batterie, as the device was tested while the charge-pak and attention symbol were illuminated at the readiness display. The root cause was traced to user error. The operating instructions instruct the user that "device readiness" should be verified regularly. The device is archived by stryker. The customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that customer's device is not able to deliver defibrillation therapy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that customer's device is not able to deliver defibrillation therapy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device is not able to deliver defibrillation therapy. The customer's device will be further evaluated at the product assessment center (pac). Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.